Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
During pump replacement, the catheter was replaced due to occlusion. No pt symptoms were reported; there was no pt injury. The system was used to deliver morphine.